Manufacturer narrative:
Please note correction to h6 (device code).

Event description:
As reported: "the instrument broke during explantation. Replacement was available."

Event description:
As reported: "the instrument broke during explantation. Replacement was available."

Manufacturer narrative:
Please note correction to h4 (manufacturing date). The reported event could be confirmed, since the device was returned, and matches the alleged failure. Device inspection revealed the following: the received universal rod was visually inspected in which we can see discoloration on the handle and scratch marks through the surface of the rod which indicate intensive usage over a period of time. We can see a material chip on the start of the cylindrical rod which indicates hitting. The tip is broken off the broken section was not returned; from the microscopic view, we can confirm that the breakage is brittle in nature smooth surface which was caused by the application of excessive rotational and bending force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to user-related, there was application of excessive rotational and bending force. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the instrument broke during explantation. Replacement was available."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.